Event description:
While performing bench repair service on the device, the bench technician identified that the battery pack for the device would no longer charge or hold a charge. There was no reported patient involvement/adverse patient impact.